Event description:
The customer reported that his olympus high flow insufflation unit¿s display went black during use. According to the initial reporter, the on button remains lit but there is a high ¿peep¿ sound heard. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The main printed circuit board was damaged and causing the reported failure. This board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The initial reporter noting that this event occurred during a therapeutic procedure. It was completed using another device with no harm reported on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event occurred due to a faulty main board. However, the specific root cause of the faulty main board could not be determined at this time. Olympus will continue to monitor field performance for this device.